Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter repair kit was returned for sample analysis. Functional, gross visual and microscopic evaluations were performed. A complete circumferential break was noted approximately 12.2cm from the distal end of the luer. Striations were observed on the edge of the complete circumferential break. The investigation is inconclusive for the reported catheter leak as no leak were noted during sample evaluation and the exact circumstances at the time of the reported event are unknown. However, the investigation is confirmed for the fracture issue and identified stretched issue as a rupture was noted on the sleeve approximately 9.5cm from the distal end of the luer and ballooning was noted at the site of the ruptured sleeve upon infusing and aspirating at hydrostatic pressure. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6(device). H11: d1, d4(medical device catalog number), g1(manufacturing location), h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three months post catheter placement via the right subclavian vein, the device was allegedly found to be leaking during infusion. It was further reported that a part of the catheter was found to be broken outside the patient's body. The breakage of catheter was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post catheter placement via the right subclavian vein, the device was allegedly found to be leaking during infusion. It was further reported that a part of the catheter was found to be broken outside the patient's body. There was no reported patient injury.